Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer "does not pump well, pressure problem" could not be confirmed. No defects were found, neither a functional defect nor an entry in the log directory. Based on the fact, that no defects were found during the technical inspection it is concluded that the most likely cause for the described error is a temporary over current of the pump motor/driver. Consequently, the thermal cut-out switches the supply voltage off and on again. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that device does not pump well and does not maintain pressure. The patient was not involved. It had no effect on the patient. No negative impact in state of health reported.